Manufacturer narrative:
An event of paravalvular leakage, regurgitation, stenosis and patient death "due to cardiac decompensation, and cardiogenic and septic shock" was reported. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined. The valve had been implanted for 7 years in a (B)(6) year old patient, who presented with infection 6 days prior to death.

Event description:
On (B)(6) 2011, a 21 mm trifecta valve was implanted. On (B)(6) 2018, the patient was diagnosed with nonstructural dysfunction with a minor paravalvular leak, and degeneration of the aortic valve with grade 2/4 aortic regurgitation. No further treatment was required and the valve remained implanted. The patient represented on (B)(6) 2019, with cardiac decompensation secondary to aortic stenosis. On (B)(6) 2019, the patient was diagnosed with an infection and worsening cardiac decompensation. The (B)(6) year-old patient died on 2019 due to cardiac decompensation; cardiogenic & septic shock. (Clinical study patient ID: (B)(6)).